Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a blood leak that occurred within 1.5 hours into the patient¿s hemodialysis (hd) treatment. The machine alarmed with an air detected alarm prior to the leak. The blood leak was visually observed at the tubing of the custom combi set. There was no damage noticed on the custom combi set. Although there was a blood leak, the nurse was able to salvage the tubing resulting in an estimated blood loss (ebl) of 0ml for the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with different supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.